Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping),") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and constipation. In (B)(6) 2003, the patient had essure (ess205) inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain, dyspareunia and dysmenorrhoea (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (fractional dilatation and curettage, hysteroscopy, and laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, dyspareunia, dysmenorrhoea, menstrual disorder and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were no coils visualized at either of the fallopian tube openings. The patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: essure device was successfully occluded on (B)(6) 2015 had surgical pathology report resulted in a. Endocervix, curettage: ¿ benign cervical tissue ¿ scant endometrial tissue with breakdown. B. Endometrium, curettage: ¿ proliferative phase with a disordered pattern, breakdown and hemorrhage c. Fallopian tubes, partial salpingectomies: ¿ morphologically unremarkable, completely transected fallopian tube segments. ¿ simple paratubal cyst, 0.6cm. ¿ cylindrical metallic wire noted (gross only). (B)(6) 2015 ros- gastrointestinal: positive for constipation. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs+mr received, reporter added, concomitant codnition aded, event added as :- abnormal bleeding (vaginal, menorrhagia), salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea(cramping), incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("an essure coil was protruding through the proximal end of the tube on the left side"), uterine perforation ("an essure coil was protruding through the proximal end of the tube on the left side"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping),") in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and constipation. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2003. In (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety"). In (B)(6) 2003, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (bilateral salpingectomy and fractional dilatation and curettage, hysteroscopy, and laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, dyspareunia, dysmenorrhoea, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown and the uterine perforation was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were no coils visualized at either of the fallopian tube openings. The patient tolerated the procedure well. Frd: (B)(6) 2018, per plaintiff fact sheet: pain decreased shortly after removal of essure. On (B)(6) 2015 had surgical pathology report resulted in a. Endocervix, curettage: benign cervical tissue. Scant endometrial tissue with breakdown. Endometrium, curettage: proliferative phase with a disordered pattern, breakdown and hemorrhage fallopian tubes; partial salpingectomies: morphologically unremarkable, completely transected fallopian tube segments. Simple paratubal cyst, 0.6cm. Cylindrical metallic wire noted (gross only). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: results: essure device was successfully occluded; on (B)(6) 2003: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case concerns 21 year old patient. Per plaintiff fact sheet event: an essure coil was protruding through the proximal end of the tube on the left side was added. Outcome of the event was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('an essure coil was protruding through the proximal end of the tube on the left side'), uterine perforation ('an essure coil was protruding through the proximal end of the tube on the left side'), menorrhagia ('abnormal bleeding (menorrhagia)'), dyspareunia ('painful intercourse / dyspareunia (painful sexual intercourse),') and dysmenorrhoea ('dysmenorrhea (cramping),') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included depression and constipation. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2003. In (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety"). In (B)(6) 2003, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (bilateral salpingectomy and fractional dilatation and curettage, hysteroscopy, ). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, dyspareunia, dysmenorrhoea, menstrual disorder, vaginal haemorrhage, depression, anxiety and pregnancy with contraceptive device outcome was unknown and the uterine perforation was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were no coils visualized at either of the fallopian tube openings. The patient tolerated the procedure well. Frd: (B)(6) 2018, per plaintiff fact sheet: pain decreased shortly after removal of essure. On (B)(6) 2015 had surgical pathology report resulted in a. Endocervix, curettage: benign cervical tissue. Scant endometrial tissue with breakdown. Endometrium, curettage: proliferative phase with a disordered pattern, breakdown and hemorrhage fallopian tubes; partial salpingectomies: morphologically unremarkable, completely transected fallopian tube segments. Simple paratubal cyst, 0.6cm. Cylindrical metallic wire noted (gross only). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: results: essure device was successfully occluded; on (B)(6) 2003: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: event: pregnancy and device ineffective were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('an essure coil was protruding through the proximal end of the tube on the left side'), uterine perforation ('an essure coil was protruding through the proximal end of the tube on the left side'), menorrhagia ('abnormal bleeding (menorrhagia)'), dyspareunia ('painful intercourse / dyspareunia (painful sexual intercourse),') and dysmenorrhoea ('dysmenorrhea (cramping),') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included depression and constipation. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2003. In (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety"). In (B)(6) 2003, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (bilateral salpingectomy and fractional dilatation and curettage, hysteroscopy, ). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, dyspareunia, dysmenorrhoea, menstrual disorder, vaginal haemorrhage, depression, anxiety and pregnancy with contraceptive device outcome was unknown and the uterine perforation was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were no coils visualized at either of the fallopian tube openings. The patient tolerated the procedure well. Frd: (B)(6) 2018, per plaintiff fact sheet: pain decreased shortly after removal of essure. On (B)(6) 2015 had surgical pathology report resulted in a. Endocervix, curettage: benign cervical tissue. Scant endometrial tissue with breakdown. Endometrium, curettage: proliferative phase with a disordered pattern, breakdown and hemorrhage fallopian tubes; partial salpingectomies: morphologically unremarkable, completely transected fallopian tube segments. Simple paratubal cyst, 0.6cm. Cylindrical metallic wire noted (gross only). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: results: essure device was successfully occluded; on (B)(6) 2003: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: event: pregnancy and device ineffective were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device: uterus/ perforation (uterus)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and constipation. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2003. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety"). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (bilateral salpingectomy), surgery (fractional dilatation and curettage, hysteroscopy, and laparoscopy with bilateral salpingectomy).essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, dyspareunia, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were no coils visualized at either of the fallopian tube openings. The patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: essure device was successfully occluded; on (B)(6) 2003: total bilateral occlusion on (B)(6) 2015 had surgical pathology report resulted in a. Endocervix, curettage: benign cervical tissue. Scant endometrial tissue with breakdown. B. Endometrium, curettage: proliferative phase with a disordered pattern, breakdown and hemorrhage c. Fallopian tubes, partial salpingectomies: morphologically unremarkable, completely transected fallopian tube segments. Simple paratubal cyst, 0.6cm. Cylindrical metallic wire noted (gross only). (B)(6) 2015 ros- gastrointestinal: positive for constipation. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received. Plaintiff demography added. Event added per pfs: mental anguish, depression. Uterine perforation. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('an essure coil was protruding through the proximal end of the tube on the left side, the coils have migrated'), uterine perforation ('an essure coil was protruding through the proximal end of the tube on the left side'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'), dyspareunia ('painful intercourse / dyspareunia (painful sexual intercourse),') and dysmenorrhoea ('dysmenorrhea (cramping),') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section, vitamin d deficiency, migraine headache, pap smear abnormal and obesity. Concurrent conditions included depression and constipation. Concomitant products included paracetamol (acetaminophen) since september 2003. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety"), 2 months after insertion of essure (ess205). In november 2003, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (bilateral salpingectomy and fractional dilatation and curettage, hysteroscopy, and laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, heavy menstrual bleeding, dyspareunia, dysmenorrhoea, menstrual disorder, vaginal haemorrhage, depression, anxiety and pregnancy with contraceptive device outcome was unknown and the uterine perforation was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menstrual disorder, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were no coils visualized at either of the fallopian tube openings. The patient tolerated the procedure well. Frd: (B)(6) 2018, per plaintiff fact sheet: pain decreased shortly after removal of essure. On (B)(6) 2015 had surgical pathology report resulted in a. Endocervix, curettage: benign cervical tissue. Scant endometrial tissue with breakdown. Endometrium, curettage: proliferative phase with a disordered pattern, breakdown and hemorrhage fallopian tubes; partial salpingectomies: morphologically unremarkable, completely transected fallopian tube segments. Simple paratubal cyst, 0.6cm. Cylindrical metallic wire noted (gross only). Patient received treatment for events- pelvic pain female, vaginal hemorrhage, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: results: essure device was successfully occluded; on (B)(6) 2003: results: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Patient medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('an essure coil was protruding through the proximal end of the tube on the left side'), uterine perforation ('an essure coil was protruding through the proximal end of the tube on the left side'), menorrhagia ('abnormal bleeding (menorrhagia)'), dyspareunia ('painful intercourse / dyspareunia (painful sexual intercourse),') and dysmenorrhoea ('dysmenorrhea (cramping),') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included depression and constipation. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2003. In (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety"). In (B)(6) 2003, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (bilateral salpingectomy and fractional dilatation and curettage, hysteroscopy, ). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, dyspareunia, dysmenorrhoea, menstrual disorder, vaginal haemorrhage, depression, anxiety and pregnancy with contraceptive device outcome was unknown and the uterine perforation was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were no coils visualized at either of the fallopian tube openings. The patient tolerated the procedure well. Frd: (B)(6) 2018, per plaintiff fact sheet: pain decreased shortly after removal of essure. On (B)(6) 2015 had surgical pathology report resulted in a. Endocervix, curettage: benign cervical tissue. Scant endometrial tissue with breakdown. Endometrium, curettage: proliferative phase with a disordered pattern, breakdown and hemorrhage fallopian tubes; partial salpingectomies: morphologically unremarkable, completely transected fallopian tube segments. Simple paratubal cyst, 0.6cm. Cylindrical metallic wire noted (gross only). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: results: essure device was successfully occluded; on (B)(6) 2003: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: event: pregnancy and device ineffective were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and dyspareunia ("painful intercourse"). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstrual disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.